Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during procedure, the lead torqued when extending screw and dislodged the lead. The lead was explanted and replaced. Patient condition was great.